Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and high impedance with a potential connection issue with the implantable cardioverter defibrillator (ICD). The pocket was re-opened and it was noted that one of the rv lead pins was not fully inserted. The rv lead connection was renewed. The ICD and rv lead remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 6944-65, lead, implanted: (B)(4) 2009. A 5076-52 lead, implanted: (B)(6) 2009. (B)(4).